Event description:
The initial reporter contacted device manufacturer, indicating that the patient expired shortly after a surgical procedure (not related to the vns). Further information suggest that the surgery may have been a colon resection. An autopsy was reportedly performed; however, the results are not available at this time. The exact causeof death is unknown. The reporter was inquiring if the device was returned and analyzed. The device was not returned to the manufacturer for analysis. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. There is no evidence that thencp system caused or contributed to the reported event; however, based on the reported cause of death, although it is not believed that it is likely that the vns therapy caused or contributed to the patient's death, it cannot be definitively ruled out as a factor.